Event description:
It was reported that the patient heard an alarm and had indicated that they were not feeling well and weak. It was further reported that the right atrial (ra) lead was exhibiting increased and unstable thresholds, low pacing impedance, and undersensing and was not sensing p waves at most sensitivity settings. The lead remains in use, however a plan to replace the lead was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4193 lead, implanted: (B)(6) 2004. A 6947 lead, implanted: (B)(6) 2004. (B)(4).